Event description:
Right knee swelling; right knee pain; allergic reaction information was received in 12-2004 from a pt, with a history of osteoarthritis and two previous synvisc series (last one in 2003), who experienced right knee swelling and pain and an "allergic reaction." The pt began a treatment with synvisc in 2004. The pt received one injection of synvisc into the right knee in 2004. Approximately 6 hours after the injection, the pt experienced an "allergic reaction," severe swelling and pain in the right knee. Only about 10 percent flexion and had to use a cane. The swelling was worse for the first three days. The pt received a cortisone injection into the knee "to reverse the synvisc and it felt better immediately." They received celebrex and extra strength tylenol for the pain. At the time of this report, the pt had gone to physical therapy for 5 days and the swelling had mostly resolved. The physician decided not to continue with the treatment. Investigation results: review of data did not indicate trends that could be associated to any product complaint.